Manufacturer narrative:
(B)(4) initial report. Additional information including the reason for the revision, date of the revision, post primary and pre revision x-rays, operative notes, patient details, patient medical history and an update on the patient post revision has been requested in order to progress with the investigation of this event, and if received, will be provided in a supplemental report upon completion of the investigation. The appropriate device details have been provided and the relevant device manufacturing records will be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Patient had a primary surgery on (B)(6) 2019. They then required a revision on an unknown date of the metafix stem and biolox delta ceramic head for an unknown reason.

Manufacturer narrative:
Per (B)(4) final report. Additional information including the reason for the revision, date of the revision, post primary and pre revision x-rays, operative notes, patient details, patient medical history and an update on the patient post revision was requested in order to progress with the investigation of this event, however, not all information has been provided and thus the scope of the investigaion was limited. The reason for revision is still unknown. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. All finished parts associated with these records conformed to material and dimensional specification at the time of manufacture. Based on the above, no further investigation can be conducted and the root cause of the reported revision could not be determined. Therefore, this case is now considered closed, however, should any additional information be provided then this case may be re-opened for further investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Patient had a primary surgery on (B)(6) 2019. They then required a revision of the metafix stem and biolox delta ceramic head on (B)(6) 2019 for an unknown reason.